Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no water flows out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of pump head. The additional finding is caused by the broken pump head. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device is either not working well or not working at one time and also the auxiliary water function is not working well. The event occurred during a diagnostic gastroscopy procedure which was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.